Event description:
It was reported that a patient died. The target lesion was located in the proximal segment of circumflex artery. The 3.50mm x 16mm veriflex stent failed to cross the lesion. At an unspecified time, the patient expired. The cause of death was not provided, however it was reported that the death was not related to the inability to cross the lesion with this device. No further information was provided.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).